Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event ws reviewed. There were no non-conformances in the DHR related to the reported event. The service representative looked at the error codes and recent alarms and could not identify the cause of the problem. Opened unit and checked all connections and board mounting. Performed all iabp functional test and performance tests. The unit was left running for approximately 1/2 hr, and performed many stop/starts and auto-fills to test pump. As precaution, the assy safety disk part number 997-00-0985-01 was replaced. It functioned normally and was returned to the customer. A supplemental report will be submitted if additional information becomes available. (B)(4).

Event description:
The customer reported that while the iabp was used on a patient, the iabp would not inflate the balloon. No alarms sounded, the iabp was restarted and worked fine. No patient injury was reported.